Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during knee arthroplasty that the articular surface would not lock into place. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.